Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. Correction to g2: health professional should not be selected on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root causes for the reported events could not be determined. Upon further analysis of the foreign material, it was identified as rust. It is likely the that inside of the scope became rusted due to the water leak in the channel, which was detected when the cleaning brush was inserted. Most likely, an abnormality in the forceps or endo-therapy accessories or applied external stress to the aforementioned accessories caused damage (pinhole) to the instrument channel which resulted in a leak. In regards to the reported no image, it is likely moisture adhered to the printed circuit board inside the scope connector, which caused the board to fail, and resulted in a loss of image. The cause of the moisture being the observed leak from the instrument channel. In regards to the errors: e315, e117 and e226, the root cause could not be identified as the errors were not duplicated during the device evaluation. It is likely that the printed circuit board inside the scope connector failed due to water intrusion, and temporarily caused the displayed errors. The following information from the instructions for use (IFU) pertains to the reported error messages and loss of image: chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ "inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the distal end of the endoscope. 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section." The following information from the instructions for use (IFU) pertains to the reported foreign material: chapter 2 ¿function and inspection of the accessories for reprocessing¿ section 2.2 ¿channel cleaning brush (bw-18v)¿ "inspection 1 confirm that the brush head and the metal tip of the distal end are securely attached. Check the brush head for loose or missing bristles. 2 check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips 3 check for bends, scratches, and other damage to the shaft. 4 visually check for debris on the shaft and/or the bristles of the brush head. If there is debris on the brush, immerse the brush in the water as described in section 3.2, ¿water (for reprocessing)¿ and clean the brush until no debris is observed on the brush." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image with communication errors due to damage on the charge-coupled device unit. Upon further inspection, it was observed that there was residual liquid or foreign material coming out of the forceps channel tube. This finding was due to insufficient cleaning or handling of the scope. It was also observed that due to damage on the channel tube, the cleaning brush or forceps could not be inserted smoothly. It was observed that the return angle from bending of the bending section did not meet the standard value due to damage on the bending tube. It was also noted that the angulation lever did not move smoothly due to damage. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the control unit was dirty due to water leakage caused by fluid invasion from the body control unit. It was observed that the control unit, universal cord, and the bending tube had a dent due to physical or chemical stress. It was also observed that the up-down plate and the grip were sticky due to deterioration or chemical stress. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the plastic distal end cover had discoloration. It was observed that there was no electrical continuity due to damage on the distal end. It was also observed that the light guide bundle was slipping down, causing a decrease in the output of light. It was observed that the following unit components were dirty due to water leakage, caused by fluid invasion from the connector: light guide cover glass, scope connector cover, scope connector, and on the universal cord. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: universal cord, scope connector cover unit, scope connector, switch box, up-down plate, grip, control unit, insertion tube and on the angulation lever. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the instrument/suction channel. The customer confirmed that the facility flushes the instrument/suction channel with detergent solution. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer confirmed that the facility brushes the instrument channel, the instrument channel port, and the suction cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope displayed scope communication error (e315, e226, and e117) messages with no image. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was also observed that there were foreign objects coming from the forceps channel which is a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunctions by the customer as well as the reportable malfunction found during evaluation.